Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that a revision surgery was performed due to a right periprosthetic fracture. Journey knee was replaced by a legion knee.